Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. On the same day as event onset, the patient began treatment with injection vancomycin (2 gram, immediately and repeat every fifth day, route not reported) and injection fortum (1 gram, immediately, route not reported). The patient outcome was unknown. Pd therapy was ongoing. Additional information is not available.